Manufacturer narrative:
Medivators sales representative reported the facility was using the incorrect test strips for the potency test of the rapicide pa use solution after reprocessing endoscopes in their advantage plus automated endoscope reprocessor. The facility was using minncare hd test strips to test the concentration of rapicide pa. Rapicide pa high level disinfectant test strips are indicated for use with rapicide pa, thus the facility was not using the product in accordance with the instructions for use. There is potential scopes were not high level disinfected appropriately. This is an off label use for the minncare hd test strips. Medivators sales representative informed the facility minncare hd test strips are not indicated for use with the advantage plus aer or rapicide pa hld. There have been no reports of patient illness or injury. This complaint will continue to be monitored within the medivators complaint handling system.

Event description:
Medivators sales representative reported the facility was using the incorrect test strips for the potency test of the rapicide pa use solution after reprocessing endoscopes in their advantage plus automated endoscope reprocessor. The facility was using minncare hd test strips to test the concentration of rapicide pa. Rapicide pa high level disinfectant test strips are indicated for use with rapicide pa, thus the facility was not using the product in accordance with the instructions for use. There is potential scopes were not high level disinfected appropriately. This is an off label use for the minncare hd test strips.